Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was connector problem on the right ventricular (rv) of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore. Analysis of the device memory was performed and no anomalies were found. Daily data from implant period is unavailable on save to disk. No patient alerts during implant period. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Daily data from implant period is unavailable on save to disk. No patient alerts during the implant period.